Event description:
The patient was being treated for bleeding in the right gastric artery. The physician had successfully placed two coils and was attempting to deploy the third coil. As this coil was being retracted for repositioning, it stretched. As the physician was attempting to remove the coil, it detached prematurely in the lesion. The procedure was successfully completed, and it was confirmed on angiography that the bleeding had stopped. The physician intended to retrieve the coil using a snare the following day, but it was noted that the bleeding had started again and surgery was performed to control the bleeding. The physician does not believe that bleeding was related to the coil. The coil remains in the patient and the physician does not intend to remove the coil as "the patient was treated by surgery. Therefore, it did not need to be removed." The patient was reported to be in a "good" condition.